Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system became unresponsive during navigation. Performing a hard reboot resolved the complaint. There was a delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735737 (lot: 2.1.0); product ID: 9736411r (lot: -) h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was crashing. The hard drive was replaced to resolve the issue. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735737, software version: 2.1.0-52. It was reported that the logs were reviewed and there was a problem observed in handling graphics processing unit (gpu) memory data in navigation task. Due to this error the system became unresponsive. System logs had captured segfault in qmlguiservice libnvidia. Coredump had also created, where stack was pointing to the function details: glslprogramdispatcher: dispatchcomputeprogram (). This issue was consistent with the following known software issue: test track number (B)(4). Already reported codes b01 and d02, and newly coded c10 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction was made to h6. H3: analysis was performed for product: 9735737, software version: 2.1.0-52. It was reported that the logs were reviewed and there was a problem observed in handling graphics processing unit (gpu) memory data in navigation task. Due to this error the system became unresponsive. System logs had captured segfault in qmlguiservice libnvidia. Coredump had also created, where stack was pointing to the function mre::details::glslprogramdispatcher::dispatchcomputeprogram(). Correction was made to report d18 instead of d02 for this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.